Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that in using the twinfix screw to reduce a left scaphoid fracture, the surgeon felt the screw may have been driven too far. When the surgeon attempted to back the screw up, the proximal (blue) portion was pulling away from the distal (gold) portion. The proximal portion was removed and the distal portion driven through and removed from the distal side. A second screw was implanted and the procedure was completed successfully with a 1-hour surgical delay.